Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the physician used the extractor balloon to extract stones from the bile duct, however upon removal of the device from the bile duct, the balloon burst unexpectedly. The procedure was successfully completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.